Manufacturer narrative:
Clinical evaluation performed by medical affairs department: late infection in cemented tka, 4.9 years after primary operation in a patient with several comorbidities. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch review performed on 25 march 2019: lot 101731: (B)(4) items manufactured and released on 21-jul-2010. Expiration date: 2015-06-30. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. Other devices were involved in the complaint: gmk-primary 02.07.1204r tibial tray fixed cemented size 4 r lot 140173 (k090988): (B)(4) items manufactured and released on 25-mar-2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. Gmk-primary 02.07.0412psf tibial insert ps fixed size 4/12mm lot 121580 (k090988): (B)(4) items manufactured and released on 04-sep-2012. Expiration date: 2017-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On february 28 2019 we were informed about a revision surgery performed on (B)(6), 4 years and 9 months after primary surgery, due to an infection (4 to 5 multiresistant germinations: streptococcus). During surgery, the surgeon took the liner out and noticed the tibia implant is loose. It was not foreseeable on the x-rays and the patient has no pain because his toes have been amputated and he is in a wheelchair.